Event description:
It was reported that there was difficulty removing the burr and the wire. The wire fractured and a portion of the wire was left in the patient. A 1.25mm rotalink plus and a rotawire were selected for a patient atherectomy procedure in the left anterior descending artery (lad). The lesion was almost 100% occluded, highly calcified, but had no difficult anatomy. During prep, the rotalink plus was functionally tested and performed at a speed of 70,000-71,000 rpm. Then during the insertion of the burr through the catheter and the lad, the necessary speed was not reached; it was continuously low at about 70,000-71.000 rpm. The burr did successfully advance through the guide catheter, but there was difficulty advancing it through the patient's stenosis in the calcified medial lad. The device finally stopped and the physician decided to remove the burr. During removal, 8cm of the guidewire tip became torn off inside of the patient . The segment of the rotawire is left in the right radialis; proximal to the hand/wrist. No further intervention was performed to retrieve the wire segment. The physician decided not to remove the embolized portion of the wire because it was not embolizing a vessel and was not life threatening or influencing the health condition of the patient. Further treatment was cancelled for the procedure session. The reason for the device issue, per the physician, was due to the low rotational speed of the burr and the stopping of the rotablator which caused the cessation of this therapeutic approach. Also the difficulties and friction during withdrawal caused the fracture of the guidewire. No further complications were reported. Device evaluated by MFR: the returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Functional testing was performed using a test .009'' rotawire. The rotawire was inserted into the burr tip and it advanced through the device but would not pass the handshake connection. The burr was removed from the advancer revealing that the coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. A melted ultem was found. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was difficulty removing the burr and the wire. The wire fractured and a portion of the wire was left in the patient. A 1.25mm rotalink plus and a rotawire were selected for a patient atherectomy procedure in the left anterior descending artery (lad). The lesion was almost 100% occluded, highly calcified, but had no difficult anatomy. During prep, the rotalink plus was functionally tested and performed at a speed of 70,000-71,000 rpm. Then during the insertion of the burr through the catheter and the lad, the necessary speed was not reached; it was continuously low at about 70,000-71.000 rpm. The burr did successfully advance through the guide catheter, but there was difficulty advancing it through the patient's stenosis in the calcified medial lad. The device finally stopped and the physician decided to remove the burr. During removal, 8cm of the guidewire tip became torn off inside of the patient . The segment of the rotawire is left in the right radialis; proximal to the hand/wrist. No further intervention was performed to retrieve the wire segment. The physician decided not to remove the embolized portion of the wire because it was not embolizing a vessel and was not life threatening or influencing the health condition of the patient. Further treatment was cancelled for the procedure session. The reason for the device issue, per the physician, was due to the low rotational speed of the burr and the stopping of the rotablator which caused the cessation of this therapeutic approach. Also the difficulties and friction during withdrawal caused the fracture of the guidewire. No further complications were reported. Device evaluated by MFR: the returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Functional testing was performed using a test .009'' rotawire. The rotawire was inserted into the burr tip and it advanced through the device but would not pass the handshake connection. The burr was removed from the advancer revealing that the coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. A melted ultem was found. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was difficulty removing the burr and the wire. The wire fractured and a portion of the wire was left in the patient. A 1.25mm rotalink plus and a rotawire were selected for a patient atherectomy procedure in the left anterior descending artery (lad). The lesion was almost 100% occluded, highly calcified, but had no difficult anatomy. During prep, the rotalink plus was functionally tested and performed at a speed of 70,000-71,000 rpm. Then during the insertion of the burr through the catheter and the lad, the necessary speed was not reached; it was continuously low at about 70,000-71.000 rpm. The burr did successfully advance through the guide catheter, but there was difficulty advancing it through the patient's stenosis in the calcified medial lad. The device finally stopped and the physician decided to remove the burr. During removal, 8cm of the guidewire tip became torn off inside of the patient . The segment of the rotawire is left in the right radialis; proximal to the hand/wrist. No further intervention was performed to retrieve the wire segment. The physician decided not to remove the embolized portion of the wire because it was not embolizing a vessel and was not life threatening or influencing the health condition of the patient. Further treatment was cancelled for the procedure session. The reason for the device issue, per the physician, was due to the low rotational speed of the burr and the stopping of the rotablator which caused the cessation of this therapeutic approach. Also the difficulties and friction during withdrawal caused the fracture of the guidewire. No further complications were reported.